Manufacturer narrative:
One device was returned for evaluation of complaint that the cassette sensor was defective. Review of alarm history found cassette not attached properly. Review of service history found the device was received in february 2025 for complaint related to downstream occlusion (dso) sensor, and complaint was not duplicated. Visual and functional testing was performed. The complaint was confirmed during the downstream occlusion test. Probable cause of complaint was damaged downstream occlusion (dso) sensor. The dso sensor was replaced. The device passed all testing post repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette sensor was defective. The event occurred during testing and there was no patient involvement.